Event description:
As reported on (B)(6) 2014 by the international dist, "the needle tip of device was found broken during introduction." Info provided by the international dist indicated the case was completed with another same type device. No harm or injury was reported for the pt.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. Complaint # (B)(4).